Event description:
A user facility reported that a dialyzer blood leak occurred one minute after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed at the top and side of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 220 ml. There was no patient injury reported, however, hemoglobin and hematocrit were drawn and vital signs were completed more frequently with closer observation. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.